Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and hub. Microscopic inspection revealed a pinhole 5mm distal from the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 1.50mm x 15mm emerge balloon catheter was advanced for pre-dilatation. However, on the 1st inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 1.5x15 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 1.50mm x 15mm emerge¿ balloon catheter was advanced for pre-dilatation. However, on the 1st inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 1.5x15 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.